Event description:
Urologist used visual urethrectomy scope with disposable cold knife. Cold knife blade broke off into patient's bladder. Doctor retrieved the blade, no harm done to patient.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.